Event description:
The patient's mother contacted animas on february 29 alleging that the keypad button does not activate pump functions with every button press. She says the issue is affecting all pump buttons. She reports she has cancelled a bolus dose with the ok button but that she was able to program the pump correctly. She said her and the patient are reviewing the bolus history and delivering the remainder of the bolus doses when accidentally cancelling the bolus. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.